Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014. It describes the occurrence of pregnancy and device ineffective in a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted. No information given on patient's history, past drugs and concurrent conditions. It is not reported whether the patient received any concomitant medication. On (B)(6) 2013 the patient had essure (fallopian tube occlusion insert), lot number b06101, at unk implanted. On an unspecified date the patient experienced pregnancy. At the time of this report the pregnancy was ongoing. The patient had hsg (hysterosalpingogram) that was probably misread. Essure was not removed. No assessment was given. Follow-up received on (B)(6) 2014: no new clinical information. Case considered to be closed. Follow up information received on (B)(6) 2014 (essure healthcare professional questionnaire received): patient´s demographic information was provided (this is a (B)(6) female patient). Patient´s medical history included gravida 3 and para 3. It was denied history of gynecological problems and procedures or other relevant medical history. Her concurrent condition included obesity (bmi=(B)(6)). On (B)(6) 2013, essure was inserted with difficult (tubes were likely scarred, coils eventually able to be deployed). She was not post-partum at the time of insertion. Toradol and versed were used during insertion. Depo-provera injection was used as back-up contraception. On (B)(6) 2013, a hysterosalpingogram (hsg) was performed and showed bilateral tubal occlusion. On (B)(6) 2014, pregnancy was confirmed with urine and blood tests. An ultrasound was also performed and confirmed pregnancy. Patient´s last menstrual period occurred on (B)(6) 2014. Ectopic pregnancy was reported (previously reported as pregnancy). No further information was provided. The case was upgraded to incident due to the reported ectopic pregnancy. Follow up information received on (B)(6) 2014: ptc result. Ptc global number: 2014-019414. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported medical events are possible undesirable events with the use of essure and are not necessarily indicative of a quality defect. Additionally, lack of effectiveness may occur with the use of any product and pregnancy may occur during any contraceptive use. Four (4) additional ae case reports have been received to date in relation to batch number b06101 but none of these cases refer to a similar type of medical event or lack of efficacy. Although three (3) of these cases refer to a similar usability issue it was not reported in the same context. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted (a difficult insertion of essure was reported). Later she experienced an ectopic pregnancy (device ineffective) with essure. Reporter causality assessment was not provided. Ectopic pregnancy was considered serious due to medical importance; is listed according to the reference safety information for essure and was regarded as incident (as although not reported, this event usually requires intervention). The remaining event (difficult insertion) is listed and non-serious. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, the physician reported that essure insertion was difficult as the tubes were likely scarred, this scar tissue might be an alternative explanation for the reported ectopic pregnancy; nevertheless considering this event nature a causal relationship with essure cannot be excluded. A product technical analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.